Manufacturer narrative:
Based on available information this product is suspected to be a non-genuine oral-b product. Return of product has been requested. Product and production code / lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head shot into throat. [Foreign body] brush head became loose in mouth during brushing [device breakage]. Case description: report source: spontaneous. A male consumer of unspecified age reported via phone on (B)(6) 2017 that while brushing with an oral-b rechargeable toothbrush, version unknown, the oral-b brushhead, version unknown became loose in his mouth. He reported it shot into his throat, but he was still able to spit it out. He reported the brush head was the last one from the package. The case outcome was recovered. Relevant history: none reported. No further information was provided.